Event description:
During a coil embolization procedure of the ba-tip aneurysm that was mildly calcified and not tortuous, there was resistance when advancing an unspecified enterprise vrd (details unknown) in a prowler select plus (B)(4). Once the microcatheter was out of the body, it was kinked. It is unknown where exactly it kinked, therefore the microcatheter was safely removed and the procedure was continued using a new microcatheter and the same enterprise vrd. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
The product is expected for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15557647 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the ba-tip aneurysm that was mildly calcified and not tortuous, there was resistance when advancing an unspecified enterprise vrd (details unknown) in a prowler select plus (606-s255x/15557647). Once the microcatheter was out of the body, it was kinked. It is unknown where exactly it kinked, therefore, the microcatheter was safely removed and the procedure was continued using a new microcatheter and the same enterprise vrd. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No further information is available and procedural images are not available. The product has not been received for analysis. Although based on the available information the root cause of the reported resistance within the inner lumen of the prowler select plus microcatheter cannot be definitively determined. Vessel characteristics and procedural handling are factors likely contributing to the kinking of the catheter which then may have impacted the inability to insert the concomitant device. Without the return of the device no further conclusions can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.